Event description:
It was reported that the implantable cardiac monitor (icm) "worked its way out." The device was ultimately explanted and replaced. No patient complications have been reported as a result of this event.